Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she experienced two separate occasions of high blood glucose where it measured 420 mg/dl and 450 mg/dl. When her blood glucose was 450 mg/dl, the infusion set had fallen off her body and she was not getting any insulin. Customer stated she believed it fell off in her sleep. She stated that when her blood glucose went up to 420 mg/dl, the incident was most likely related to the holidays. Customer also stated that she had a blood glucose of 80 mg/dl and she felt light headed. She then drank orange juice and felt better. Nothing further reported.